Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The customer uses quick-set infusion sets. The customer changes her infusion set every 3-4 days. The customer was advised to change the infusion set every 2-3 days. The customer was advised by her diabetes educator to fast for 1-2 meals a day, which may have caused her blood glucose to go low. Nothing further was reported.